Event description:
It was reported that during the procedure to treat an existing 2-centimeter (cm) saccular aneurysm in the proximal hepatic artery, a 4.5x12 and a 4.0x12 jostent graftmaster otw covered stent systems were advanced onto a non-abbott guide wire, into a 6fr unspecified guiding catheter sheath via the right femoral artery and deployed across the hepatic artery aneurysm. An angiogram showed residual flow between the covered stents into the aneurysm. An additional 4.0x12 jostent graftmaster was advanced and deployed across the connection of the two previous placed jostent graftmaster stents, resulting in no residual flow into the aneurysm. A focal area of narrowing distal to the covered stents was noted and dilatation of the hepatic artery narrowing was performed using a 3.5x12 non-abbott balloon dilatation catheter distal to the stents. Final angiography revealed no flow within the aneurysm and a widely patent hepatic artery with good forward flow. The patient was transferred to recovery in fair condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use, incorrect anatomy. Concomitant products: guide wire: cordis stabilizer. Guide cath: 6fr internal mammary artery guide catheter. Stent: 4.0x12 jostent graftmaster otw. The additional graftmaster devices referenced are being filed under separate medwatch reports. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for use in a hepatic artery with a secular aneurysm has not been demonstrated; long-term outcome for this permanent implant is unknown at present. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.